Event description:
Description: I used the cvs brand of contact lens cleaner that contains hydrogen peroxide. I got it mixed up with the type of contact lens cleaner that does not contain hydrogen peroxide. I put the cvs cleaner into my regular contact lens case and the next morning I put the right lens in my eye, totally unaware that I had used the wrong type of cleaner in my contact lens case. My right eye has been red, burning, and weeping for the last 24 hrs. I really wish all mfrs of hydrogen peroxide cleaners would change the color of their bottles to purple so that I would have a visual clue. As a result of this injury, I will not buy this type of cleaner again. Where did the error occur: pt's home. When and how was error discovered: the pain in my eye caused me to realize that I had mistaken one contact lens cleaner for another. Pt counseling provided: unk. Reporter's recommendations: change the color of the bottle to be radically different from similar contact lens cleaners. A brown bottle or a purple bottle will be a visual clue. (B)(4).